Event description:
Fisher & paykel healthcare's distributor in (B)(4) reported that during their inwards good inspection of product at their distribution center, some missing components were detected in a quantity of 3 rt106 adult inspiratory-heated breathing circuits. These omissions were discovered prior to delivery of the devices to any user facility. Accordingly, no pt consequences was reported.

Manufacturer narrative:
(B)(4). This report was received from a distributor in (B)(4). The rt106 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint breathing circuits are currently en route to fisher & paykel healthcare in (B)(4) for inspection. We will provide a follow-up report confirming the alleged fault following receipt of the devices and completion of our analysis.